Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle partially retracted. The following information was provided by the initial reporter: the event was a needle stick to a provider who had started an IV and the needle did not retract. When discarding the "sharp" into the container, he was stuck in the finger by the exposed needle. Precautionary blood was drawn from both the provider and the patient. We examined multiple needles from same lot and had no other issues. We continue to use this style/brand needle.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle partially retracted. The following information was provided by the initial reporter: the event was a needle stick to a provider who had started an IV and the needle did not retract. When discarding the "sharp" into the container, he was stuck in the finger by the exposed needle. Precautionary blood was drawn from both the provider and the patient. We examined multiple needles from same lot and had no other issues. We continue to use this style/brand needle.

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2318741, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed a partial retraction of the needle. Therefore, based off the provided photos the engineer was able to verify the reported defect. However, without a physical sample available for testing the engineer could not determine a definitive root cause for the observed issue. The manufacturing facility has been notified of this incident and the findings. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.